Manufacturer narrative:
Reporter's phone number: (B)(6). The manufacturing location is currently not available. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device was not working properly and was heating up. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, it was determined that the reported condition was confirmed. It was further determined that the electrical contact was damaged. The assignable root cause has been corrected from not determined to premature wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was incorrectly documented. The device manufacture date has been updated from 12/21/2014 to 12/22/2014. Therefore, UDI has been updated accordingly. The manufacturing location was documented as unknown in the initial report and has been updated to oberdorf. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device availability was inadvertently documented as 2/15/2018 in the initial report. The date returned to manufacturer was corrected to 2/26/2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was observed that the contact pins were corroded but were cleaned. Furthermore, it was determined that the device passed all operational specifications and no failure were identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.